Event description:
N/a.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation determined the reported migration (partial clip movement), tissue injury, and dyspnea appear to be related to the reported myocardial infarction. However, a cause for the myocardial infarction cannot be determined. The recurrent tr appears to be due to the partial clip movement. Heart failure appears to be a cascading effect of reported patient effects. Tr, mi, tissue injury, dyspnea, and heart failure are listed in the instructions for use as known possible complications associated with the triclip procedures. The reported hospitalization, medication required, and unexpected medical intervention were results of case specific circumstances as the patient was hospitalized, diuretics were infused, and a second triclip procedure was performed. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, a triclip procedure was performed to treat functional tricuspid regurgitation (tr) with a grade of 4. One triclip xtw was deployed on the anterior and septal leaflets and the second triclip xtw was placed on the posterior and septal leaflets, reducing tr to a grade of 1. It was noted that the patient was discharged to home without any problems. On an unknown date, in the middle of (B)(6) 2025, the patient presented to the hospital with an episode of myocardial infarction (mi) and shortness of breath. The patient was transferred to the catheterization (cath) lab and was placed on anticoagulant therapy. On an unknown date, in (B)(6) 2025, the patient presented to the hospital with shortness of breath and cardiac insufficiency. To treat the cardiac insufficiency, diuretics were infused for 24 hours. On an unknown date, in late (B)(6) 2025, the patient presented to the hospital with shortness of breath and cardiac insufficiency. To treat the cardiac insufficiency, diuretics were infused for 24 hours. During hospitalization, an echocardiogram was performed and revealed that one of the clips had partially detached from the septal leaflet and remained attached to the anterior leaflet (partial clip movement), and a chordal rupture was observed, causing tr to increase to a grade of 4. On (B)(6) 2025, a second triclip procedure was performed, and one clip was implanted, reducing tr to a grade of 2.